Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation found the bottom of front panel was rusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera elite xenon light source had an e300 error. The issue was observed during preparation for use on a therapeutic laparoscopic surgery procedure. The error was cleared by turning the device off, then on, and the procedure was completed with the same device. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the scope socket was faulty causing the front panel indicators to flash after the device was started. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. Correction on fields: d10, e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, a definitive root cause could not be determined. However, it was likely that the indicators of the front panel blinked after activating due to failure of the socket. Olympus will continue to monitor field performance for this device.